Event description:
A user facility reports, a torn capsule during intraocular lens implant surgery. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the complaint device was not returned for evaluation. Product history records were reviewed and indicate the product met release criteria. There have been no other complaints reported for this lot of product. This report was mailed to the FDA on: 12/19/2007. Additional information requested from the facility on 11/19/2007, 11/20/2007 and 11/30/2007.